Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the infusion set tubing to address the issue. Customer¿s blood glucose level was in the 400s mg/dl.